Manufacturer narrative:
Internal file number: (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the anatomy. Manipulation and/or inadvertent mishandling if the guide wire against resistance likely resulted in the reported separation. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. User facility medwatch report # (B)(4).

Event description:
User facility medwatch report ((B)(4)) received which states: difficult radial access with poor wire trackability necessitating coronary wire to track past brachial. With sheath placement, wire sheared at insertion site. Imaging shows shear at insertion site with distal wire distal to humeral head. No pain, no bleeding adequate pulses. Vascular contracted. Will heparinize and plan for extraction in or. Transradial band placed very lightly around access site. Patient went to operating room on this same day for extraction of sheared wire. At a later date, patient was discharged with no adverse sequela. No additional information was provided.